Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error message alert indicative of a potential premature battery depletion (pbd) and beeping tones. Device replacement was recommended. The device was successfully replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error message alert indicative of a potential premature battery depletion (pbd) and beeping tones. Device replacement was recommended. The device was successfully replaced with a new device. No additional adverse patient effects were reported.